Event description:
Balloon leakage.

Manufacturer narrative:
The report we received from the field indicated that during a procedure, while advancing into the guide catheter, the physician saw blood backing into the port of the delivery system. He pulled the system out and completed the procedure with a vision stent. The delivery system had not reached the intended lesion. There was no adverse effect to the patient. Clinical impression: a report was received that indicated that upon advancing into the guiding catheter, the procedural physician saw blood backing into the port of the delivery system of a 3.50x28mm cypher stent. He then pulled the stent delivery system out and completed the procedure with another stent system. The product was returned for evaluation and revealed a pinhole-type leak with surface abrasion. There is no information regarding patient or vessel characteristics forthcoming. Based on the limited information, it is not possible to draw a conclusion between the event and the device.